Manufacturer narrative:
Additional information received reported there was no issue with the lens and that the doctor calculated the wrong lens power, so he removed the lens during same-day surgery (not a secondary explant). There was no incision enlargement, vitrectomy, or capsule tear. The patient is doing well. Also the physician/initial reporters name was provided, dr (B)(6). No additional information was provided. Corrected data: (B)(4). In the initial MDR initial reporter name was addressed as unknown however with the additional information provided the following fields have been updated accordingly: initial reporter: dr (B)(6). Health professional: yes. Occupation: physician. Upon further review and based on the additional information provided this complaint is no longer considered a reportable event. No further information will be provided under this manufacturer report number. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a zkb00 20.5 diopter intraocular lens was explanted. Patient was post lasik and correct power was difficult to calculate. The wound was not enlarged and patient was unaffected. No further information was provided.